Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The cause of the problem was identified as a defective "swan-ganz" catheter. Measurements before and after the event were performed without problems and satisfactory results were reported. There is no system failure or malfunction and no further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During a patient procedure, no measurement of (B)(6) was possible. The patient was safely transported to an alternate system where theexamination was completed with no issues. We are unaware of any impact to the state of health of the patient involved.